Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape was analyzed and found to have a workmanship issue due to misalignment of the magnet. The drape was attempted to be installed on the in-house system but could not proceed with the draping process due to the misaligned magnet. Aside from the misalignment, there was no damage found. The inner and outer labyrinths remain intact. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the single port instrument arm drape had connection failure because the top magnet was not positioned correctly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred at the very top end of the arm drape, specifically in the area where all three magnets must attach simultaneously for the system to become ¿ready.¿ in this instance, the system failed to reach the "ready" state. The issue was resolved by replacing the original drape with a different one.